Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. It was also reported that a minimum fill notification occurred. The customer's blood glucose level was 114 mg/dl. Multiple attempts were made by tandem technical support to follow up and further information was unable to be obtained.